Manufacturer narrative:
The t:slim g4 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted completely until the pump shut down due to low power. The customer acknowledged that the battery depleted normally prior to the shutdown. The customer's blood glucose (bg) was 567 (mg/dl) with large ketones, and was addressed with a bolus. Insulin delivery was resumed.